Event description:
It was reported that tip detachment occurred. Vascular access was obtained via the left femoral artery. The 95% stenosed target lesion was located in the non calcified, non tortuous, 6mm in diameter right internal carotid artery. An 8 fr guide catheter and 300cm choice pt guidewire was introduced, then an 8.0-29 carotid wallstent stent was selected to treat the lesion. The stent was deployed in the target lesion and during withdrawal of the delivery system after deployment, it was noted that the tip of the delivery system was detached. The tip remained on the guidewire in the proximal stent area. The tip was recovered via aspiration. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the outer sheath was retracted and the stent had been deployed. The tip had broken away from the inner and was returned. It was established that the tip did not detach from the inner, but rather the inner had broken just below the distal marker band and therefore a portion of the inner still remained in the tip. During analysis when a guidewire was inserted through the tip a piece of black material measuring 1mm was pushed out of the tip. In order to determine the origin of the black material from inside the tip, ftir analysis was completed on the black material and 2 potential sources of black material. The 2 samples identified as potential sources were; a sample of solid rod and a sample of the tip from the choice pt 0.014in x 300cm guidewire for comparison. The analysis concluded that the black material retrieved from the complaint tip was dried blood. Therefore the black material did not originate from the manufacturing process or the guidewire used in the surgical procedure. Sem analysis of the surface of inner at the point of failure showed the presence of striation marks, referred to as wellner lines on the failure surface. This is typical of a fatigue failure of a material. Striations were also observed on other areas on the failure surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. Vascular access was obtained via the left femoral artery. The (B)(6) stenosed target lesion was located in the non calcified, non tortuous, 6mm in diameter right internal carotid artery. An 8 fr guide catheter and 300cm choice pt guidewire was introduced, then an 8.0-29 carotid wallstent¿ stent was selected to treat the lesion. The stent was deployed in the target lesion and during withdrawal of the delivery system after deployment, it was noted that the tip of the delivery system was detached. The tip remained on the guidewire in the proximal stent area. The tip was recovered via aspiration. No patient complications were reported and the patient's status is stable.